Event description:
It was reported that the patient came to the hospital due to the patient alert sounding. Device interrogation found that an electrical reset had occurred. The patient did have a CT scan performed in (B)(6) 2009. The device was reprogrammed, but wireless telemetry was not possible anymore. Two days later, a follow-up session found good values and charge time of 10 seconds. The device was later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) no anomalies found, however a ram chip memory error was noted. The analyst noted that the write to locked ram power on reset was due to external factors.